Manufacturer narrative:
Sanofi company comment for follow up dated 23-mar-2020: follow up information received does not change prior case assessment. The case involves female patient who received synvisc for an unknown indication and was not able to talk for a week. Based on the limited information provided regarding this case, causal role of the company suspect product cannot be excluded. Case will be re-evaluated post further update on the patient's underlying disease conditions, past medical and drug history, concurrent illnesses and concomitant medications.

Event description:
Not able to talk [speech impairment nos]. Case narrative: initial information received on 11-mar-2020 regarding an unsolicited valid serious case from patient via health authorities of united states under reference mw5092853. This case involves unknown age female patient who was not able to talk (latency: unknown), after the treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s), family history and concomitant medications were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate intra-articular injection (3x2ml pre-filled syringe), at unknown dose once (lot - unknown) for unknown indication. There will be no information on the batch number for this case. Since an unknown date, after unknown latency, patient was not able to talk for few weeks after she received the first injection. The event was assessed as medically significant (serious injury). Patient was no longer on medication and no further injections were administered. Medical doctor was aware. Action taken: drug withdrawn. It was not reported if the patient received a corrective treatment. The patient outcome is reported as unknown for not able to talk. A product technical complaint was initiated on 11-mar-2020 for synvisc, batch number: unknown; gptc number (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Final investigation was completed on 23-mar-2020. Additional information was received on 23-mar-2020 from other healthcare professional: ptc results were received and added to the case. Text amended accordingly.